Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump alarmed motor error. Customer received several unexpected random no delivery alarm and the rewind noise. Customer received insulin pump seizure and it was taking a longer time to rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.